Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that therapy had not improved symptoms since implant. Impedances were measured and combination 2, 3 was greater than 800 ohms, less than 4,000 ohms. It was stated that it was ¿greater than 2,000 ohms.¿ impedances were at 605 ohms when looking at the operative note. The device was programmed to 2+, 3- and it was noted that combination c, 3 was at 310 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient¿s friend or family member reported the previous implantable neurostimulator (ins) was faulty so her husband got it replaced. The caller stated it was not working properly. The caller noted the issue began in (B)(6) 2016. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the device not working and being "faulty" was a malfunction of electrode 2, documented by the programmer. The impedance was greater than 800 and the leads were checked individually, finding that c+2 2 and 3, were greater than 20,000. The leads were replaced at surgery on (B)(6) 2016 and the hcp did not know what caused the malfunction.